Manufacturer narrative:
Isi received the mcs instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported issue. Failure analysis found the primary failure of broken tube adapter to be related to the customer reported complaint. The tube adapter at the distal end was found to be damaged. The tube adapter exhibited a broke piece measuring roughly 0.065" x 0.094" in length that was not returned with the instrument. The damage resulted in the mcs tip unable to be installed securely into the tube adapter. The root cause for the broken tube adapter is typically attributed to user mishandling. A review of procedure logs was performed. Per the review, the following was confirmed: system (B)(4), event date (B)(6) 2022 (last use) with 10 uses remaining. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-procedure, the monopolar curved scissors (mcs) instrument was found to be broken/chipped. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.